Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 500's (mg/dl). Reportedly, the customer changed the site prior to calling and was confident that the bg level would return to target from changing the site. The customer was unable to troubleshoot as the customer had to end the call abruptly. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.